Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: the cartridge was not returned to animas and the original lot number was not recorded. Therefore, a retained cartridge of the same lot number could not be obtained for testing. A review of the pump¿s black box and alarm history showed a loss of prime warning (162) on (B)(6) 2017. The pump successfully completed the 24 hour duration test without issue or loss of prime warnings. A force calibration test was performed and found to be within specifications. The original complaint of a loss of prime issue was noted in the pump history but unable to be duplicated during testing. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.